Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was exposed too much on the skin that couldn¿t stop the bleeding. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was exposed too much on the skin that it couldn¿t stop the bleeding. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, and the sealant sleeve of the returned device was observed to have been abutted against the green shuttle handle as received. The device was returned in the condition of a complete removal of the device. The shuttle cartridge & balloon catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. Per functional analysis, without the return of a whole device, a complete functional testing could not be conducted. No functional non-conformities were observed on the returned device. A product history record (phr) review of lot f1908802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R